Event description:
After putting together the sz; 32 std insert and neutral shell, the surgeon checked the implants and a small toggle was noted between the two components. New implants were requested. These implants were impacted and found to have no toggle.